Event description:
It was reported that the merlin programmer exhibited sparks, smoke, and burning effects during the programming session. The programmer was not used. The patient experienced no adverse effects and remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.